Manufacturer narrative:
The surgeon reported that this patient had developed a significant amount of heterotopic bone between the planning and implant surgery stages. The surgeon stated that he removed too much bone, which leads to the device not being properly supported. The surgeons plan to have a new fossa component designed and manufactured.

Event description:
The patient's left fossa component was removed due to fractured.